Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose value. Customer stated that he put in a blood glucose value of 108mg/dl and customer put in carbs and delivered a bolus. Customer checked blood glucose value and he was 230mg/dl. Customer stated that he was 221mg/dl. Customer stated that he had a blood glucose of 47mg/dl this morning and 424mg/dl last night. Customer stated that his blood glucose value was 370mg/dl at supper time and the only good reading he had todays was 130mg/dl. Insulin pump will not be returned for analysis.